Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Impedances for the devices involved in the procedure were reported. Old, explanted ins c<(>&<)>0: 925 ohms c<(>&<)>1: 804 ohms c<(>&<)>2: 756 ohms c<(>&<)>3: 702 ohms 0<(>&<)>1: 1002 ohms 0<(>&<)>2: 1188 ohms 0<(>&<)>3: 1224 ohms 1<(>&<)>2: 854 ohms 1<(>&<)>3: 1023 ohms 2<(>&<)>3: 778 ohms faulty ins c<(>&<)>0: 26 ohms c<(>&<)>1: 24 ohms c<(>&<)>2: 23 ohms c<(>&<)>3: 23 ohms 0<(>&<)>1: 757 ohms 0<(>&<)>2: 824 ohms 0<(>&<)>3: 850 ohms 1<(>&<)>2: 651 ohms 1<(>&<)>3: 729 ohms 2<(>&<)>3: 584 ohms new, replacement ins c<(>&<)>0: 901 ohms c<(>&<)>1: 799 ohms c<(>&<)>2: 741 ohms c<(>&<)>3: 674 ohms 0<(>&<)>1: 1014 ohms 0<(>&<)>2: 1195 ohms 0<(>&<)>3: 1229 ohms 1<(>&<)>2: 861 ohms 1<(>&<)>3: 1035 ohms 2<(>&<)>3: 799 ohms.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that during initial replacement the implantable pulse generator (ipg) was connected and placed in the pocket. Impedances were tested numerous times and all cases showed under 2015 ohms, indicating a short. After three attempts to clean, dry, and re-connect the extension to the battery the impedances still showed under 250 ohms. The healthcare professional (hcp) requested another ipg to be opened and connected, which showed normal impedances with a subsequent successful implant. There were no related environmental/emi issues, and the issue was resolved. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis found foreign material inside the ins.